Event description:
It was reported that the pulse generator exhibited only 48 percent of battery life remaining when the initial telemetry test was conducted. The device was not implanted.

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Device evaluation anticipated but not yet begun.